Event description:
Manufacturers ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not provide sufficient ventilation during patient treatment. The evaluation of the provided clinical alarms indicate an excessive leakage, expiratory minute volume: low, respiratory rate: high, vt insp. Over range, inspiratory flow over range, peep low. According to the information provided, the hospital doctor restarted the ventilator, but the problem persisted. The inspiratory pipe was removed and reassembled. No further problems have been reported. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator did not provide sufficient ventilation during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).